Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed rewind, basic occlusion and displacement test. No motor error alarm was noted. The motor passed motor test. The pump was received with cracked reservoir tube lip and severely scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to clear the alarm. The customer stated that the pump was not exposed to high magnetic field. Before the motor error, the no delivery alarm occurred. The customer was recommended to change the infusion set. The customer will be sent a replacement pump.